Manufacturer narrative:
H3- device evaluation : lens was returned dry in a microcentrifuge vial. Visual inspection found a bent haptic and debris on the lens surface. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - "the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -1/2.50/95 (sphere/ cylinder/ axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged for a longer length lens due to lens rotation not associated with a low vault and blurred vision. This exchange resolved the problem." Corrected data: h6 - health effect clinical code 2137 should be added to initial MDR. H6 - medical device problem code 1401 should be added to initial MDR. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -1/2.50/95 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem.